Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with failure code 66 was confirmed and reproduced during evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 66; this condition had the potential to interrupt delivery. This condition was found in the medicine a department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.